Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that that the pulse generator could not be interrogated. The patient has had an intervention in the abdominal area with electrocautery. On the electrocardiogram regular pacing and sensing could be seen. No intervention had been reported.